Event description:
After placing the permanent system the patient had reported some challenges with communication between the implantable pulse generator (ipg) and the external therapy discs. Xray imaging found that the ipg had migrated within the pocket, no longer sitting parallel to the skin surface. A surgical procedure was performed on (B)(6) 2025 to reposition the ipg to be seated parallel to the skin surface to improve communication with the external components. No devices were removed or replaced during the procedure and no new components were implanted. All original components remained implanted and in use. See MDR 3015425075-2025-00056. During the revision the system was checked for good connectivity while the patient was prone. When the patient moved to a standing position after the procedure it was noted that connectivity was not consistent. On (B)(6) 2025 a second surgical revision was performed to reposition the ipg. The first revision placed the ipg in a superior/inferior orientation. The second revision moved the ipg to place it in a medial / lateral orientation. No components were removed or replaced during the second revision and no new components were implanted.

Manufacturer narrative:
Components were tested during both repositioning procedures and all results came back as expected, indicating the system was functioning, there were no malfunctions or failure of any system components, and communication issues were directly related to the position of the ipg. During the first revision procedure, the physician placed the device in a position that did not allow for adequate communication between components while the patient was in a variety of positions.